Event description:
It was reported that altitude alarms intermittently occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was in the 170's mg/dl range. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that altitude alarms intermittently occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was in the 170's mg/dl range. Customer reverted to an alternate method of insulin delivery.